Manufacturer narrative:
A device history record (DHR) review was performed on the epidural catheter and epidural needle and there were no issues found that could relate to the reported complaint. A review of change history dat over the past two years was performed on the kit, the epidural catheter, and the epidural needle, with no material changes found that could have led to the reported complaint. Complaint verification testing could not be performed as no sample was returned for analysis. The device history records for the epidural catheter and the epidural needle were reviewed with no evidence to suggest a manufacturing related cause. The potential cause of difficulty threading the epidural catheter through the epidural needle could not be determined. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The event is reported as: the customer alleges having difficulty passing the catheter through the hustead needle. The user alleges the inability to pass the catheter beyond the end of the touhy needle. The hustead needle was removed and an attempt was made to pass the catheter through the curve. The catheter was able to be passed through but with great difficulty.